Event description:
Customer reported a malfunction indicated by malf 9 code, occurring without any notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur following the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.